Manufacturer narrative:
(B)(4). Unit was returned for power error 25 confirmed in the formatted history file. Detailed trace analysis confirmed the pump alarmed power error 25 was triggered due to connector resistance issue j6. After disconnecting and reconnecting the internal battery connector at j6 pcba 1, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit had minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage and cracked keypad overlay at the select button. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had power error detected alarm. The customer¿s blood glucose was 8.4 mmol/l. Troubleshooting steps were provided for power error detected alarm. The insulin pump will be returned for analysis.